Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cracks on lcd window, however minor scratches were noted. The device had cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the lcd screen on the insulin pump is cracked. Customer's current blood glucose reading was 180 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.